Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 . On (B)(6) 2024 , it was reported that the patient experienced inaccurate cgm values. The patient uses tandem tslim in hybrid closed loop and experienced syncope. The behavior of the display device at the onset of symptoms was not documented. The spouse called 911. The patient was given glucose shot and taken to the emergency department (ed) for 1 hour. There, the bg was 22 mg/dl while the cgm was reading 50 mg/dl. The patient was stable during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.